Event description:
It was reported that the device was replaced due to motor stalls. It was also added that the residual amounts at refills were inaccurate: increased/dual volumes observed at refills. Patient sustained no injury and recovered without sequel. Drug delivered via the device was baclofen 2000mcg/ml at a daily dose of 439.9mcg.

Manufacturer narrative:
Final analysis of the device revealed a motor corrosion and gear train anomaly. Moisture and slight corrosion was noted in the motor-compartment and pumphead; residues observed on motor assembly, gear #3 and corrosion on gear #1. Abrasion was seen on the pump tube, but the spot of abrasion did not leak. (B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted/explanted: unk; catheter pouch model: 8590-1, lot#: n079169, implanted/explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.